Event description:
According to the distributor's report, the device was used to close a laceration. During the procedure, adhesive contacted the pt's eye and glued it shut. No add'l treatment was suggested or provided. No further info is reported.